Event description:
When the device was used during hand assisted renal procedure, it tore when it was being inserted into the incision. Another device was used to complete the case. The patient's abdomen was extremely thick and a lot of pressure was being applied to force the device into the incision. There was no patient consequence.